Event description:
I had inguinal hernia surgery (B)(6) 2011, prolene hernia system implanted. As I understand it, the previous mesh system this division of johnson & johnson produced was recalled due to chronic pain problems mid 2011. After surgery (B)(6) 2011, I had moderate pain, went through 2 months phys therapy, pain mgmt to include 4-5 sets of injections ((B)(6) 2012) through abdomen wall to block pain and surgery (B)(6) 2012 to cut nerves (unsuccessful, only left me a 'dead' spot on my abdomen), pain mgmt continuous, currently taking ms contin (ins didn't cover oxycontin) 30 mg 3x daily and oxycodone 15 mg x daily. I am unable to do anything that requires any physical activity, grocery shopping puts me in bed the balance of the day, can't work. Pain doctor considering increase in dosages.